Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) stated the facility staff reported blood contamination into the outer transducer (on the level detector port) during dialysis treatment mode. No adverse events or flow issues reported and the hemodialysis (hd) patient was able to complete treatment. Follow-up with the clinic manager revealed the nurse forgot to clamp the venous line and blood came out of the venous transducer. There was no defect noticed with the bloodlines (medisystems lines). The staff was right there with the patient when this occurred. The staff clamped the line and notified the medical doctor. The estimated blood loss was unknown. There was no patient injury or adverse reaction and no medical intervention was taken. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) stated the facility staff reported blood contamination into the outer transducer (on the level detector port) during dialysis treatment mode. No adverse events or flow issues reported and the hemodialysis (hd) patient was able to complete treatment. Follow-up with the clinic manager revealed the nurse forgot to clamp the venous line and blood came out of the venous transducer. There was no defect noticed with the bloodlines (medisystems lines). The staff was right there with the patient when this occurred. The staff clamped the line and notified the medical doctor. The estimated blood loss was unknown. There was no patient injury or adverse reaction and no medical intervention was taken. Additional information was requested.